Event description:
Same case as MFR report #: 6000089-2006-01931. Clinical trial. It was reported that 133 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi). The index procedure identified one long, 2.5x35mm, moderately calcified, moderately tortuous, 99% stenosed lesion extending from the mid to distal lad (left anterior descending). The lesion was predilated using a 2.5x30mm guidant voyager balloon, two taxus liberte 2.5x20mm stents were implanted in an overlapping fashion, and post-dilated using a 3.0x15mm mercury nc balloon resulting in 0% residual stenosis. The patient was discharged two days following the procedure on asa and plavix. The pt presented 133 days following the index procedure with a q-wave mi which was treated 12 days later with a CABG (coronary artery bypass graft) of the lad, rca (right coronary artery), and circumflex. The CABG procedure was reported to be unrelated to the study device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.